Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa, klebseilla pneumoniae, enterobacteria the device had been reprocessed with an olympus automated endoscope reprocessor model, oer-3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of investigating the subject device, omsc confirmed the following: -omsc observed the channel from the instrumental channel outlet to the suction connector, however there were no scratches, dirt, adhesion of the substances. -scratch of insertion tube and objective lens, reduction of angulation range, air leakage of forceps channel were confirmed. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.